Event description:
The customer returned the ultrasonic lithotriptor to the service center for a separate issue. During the device analysis, the investigator indicated that transducer did not produce energy when the buttons was pressed and the red error light and red check probe light up if the unit was activated. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: cause not established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.